Event description:
The customer reported that the alarm does not sound when weight is removed from the sensor. The batteries have been replaced with a new sensor. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility statement. Note: instructions for use warning statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).